Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was "fried" by the use of an external pulsed electromagnetic field therapeutic device. The ipg remains in use. No patient complications have been reported as a result of this event.